Manufacturer narrative:
Initial and final MDR 1882139 -device 5 of 5

Event description:
Unomedical reference number (B)(4). Event occurred in spain. On (B)(6) 2024, it was reported that five infusion sets cannula were kinked. The symptoms were noticed within three hours of insertion. The infusion set was in use for few hours. The events occurred on (B)(6) 2024. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.